Manufacturer narrative:
Received one device. Visual inspection found no damage. Reported problem confirmed with event logs history. However, the concern was not duplicated. Additionally, a downstream occlusion alarm was found in event logs history. Also, downstream occlusion sensor out of calibration was found. Calibration sensor and updated firmware successfully. All functional test of the device passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 42224. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.